Event description:
It was reported that a home patient (hp) had connected an unknown peritoneal dialysis solution bag with a broken frangible to the cassette for use on a homechoice (hc) machine. The patient used these supplies for therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.